Event description:
Reporter alleged blood glucose measured 8 mg/dl back to back with a result of 110 mg/dl performed within a few minutes of each other. It was reported no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.